Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) of over 500 mg/dl and the cause was due to the infusion set needing to be changed out. Reportedly, the ketone level was small. The customer changed the infusion set and a bolus was delivered to address high bg. Reportedly, the customer was to report the specific dates of the elevated bg; however, the dates were not reported.